Event description:
The advocate stated, the customer received a blood glucose reading of "lo" using a contour meter and a reading of 130 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate did not have the products with her at the time of the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer or advocate's personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.